Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients lead migrated and contacts were out on the leads. The leads were replaced and the patient was doing well postoperatively. The explanted leads were not returned to bsn.